Event description:
It was reported the patient had two spinal leaks and was sent home an hour and a half after pump implant surgery and then on 2013 (B)(6) she woke up thinking she was going to die and ¿that her head was going to explode.¿ it was reported on 2013 (B)(6) the managing healthcare provider (hcp) had a "hard time getting enough blood to do a blood patch and he did it, but it didn't work.¿ it was reported the patient had a second spinal leak and blood patch at the doctor¿s office and "it worked, but the spinal leak was so painful it was worse than childbirth.¿ it was noted 2013 (B)(6) was the date of the first blood patch, and 2013 (B)(6) was the date of the second blood patch. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).